Event description:
While on site for a previous service call the asp field service engineer (fse) found oil mist occurring. The customer stated that there were no physical complaints related to the reported mist. The fse repaired the unit.

Manufacturer narrative:
The fse replaced the oil mist filter and tested the unit. It performed to specifications.